Manufacturer narrative:
Technician asked the account to check the brake cabling and try adjusting the brakes. No further information is available on the repair of the bed at this time.

Event description:
Account alleged that the brakes are not holding. No injury reported.